Event description:
It was reported that undersensing r-waves was observed. The lead had intermittent loss of capture at high outputs. The patient also experienced diagphramatic stimulation while the device paced. Lead dislodgement was suspected. The lead was repositioned in 2008, and remains implanted.

Manufacturer narrative:
No medwatch form was received.